Event description:
The device continually prompted connect electrodes and an analysis of pt rhythm could not be performed as a result. An als crew arrived on scene after an unspecified period of time. The als crew diagnosed the pt ECG as asystole. The pt was not resuscitated. The als crew supervisor indicated the pt outcome was not affected by the reported event, due to a lack of pt viability.